Event description:
Plastic rod that is inserted into the hole of the femoral finishing guide was found to be missing after the operation. Post-operative x-ray on (B)(6) 2010 did not show plastic rod in body. This event occurred outside the us, in (B)(6).

Manufacturer narrative:
Instrument currently undergoing engineering evaluation.